Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
It was reported that the customer had a motor error alarm on the insulin pump. Customer's blood glucose was 120 mg/dl. Customer confirmed that they have a back-up plan. Customer did not have a motor position encoder error alarm. The pump was not dropped, bumped, or exposed on an electromagnetic field.